Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the recon sagittal saw device gear was worn, the thread saw blade coupling was damaged and the housing was cracked. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check the saw blade coupling, check roundness of housing,check falling out protection (steal ring), check for unintended motion, check fitting of the lid and check oscillation frequency with frequency meter. It was noted in the service order that the device was broken on the lid emplacement. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.